Event description:
Reported alleged obtaining a discrepant blood glucose result of 220 mg/dl back to back with a result of 60 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated he was experiencing hypoglycemic symptoms during the time of testing and he self-treated with a spoon of honey, apple, and peanut butter. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.